Event description:
Note: this report pertains to one of two speedband superview super 7 devices that were used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. Prior to the procedure, it was noticed that the first ligator deployed a test band but would not deploy a second and was subsequently discarded. A replacement from the same lot also would not deploy a second band after a successful test deployment. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.